Event description:
The patient reported that she was transported by ems to an emergency room and was treated with intravenous dextrose after inadvertently infusing insulin. The patient reportedly attempted to do a cartridge change and placed a filled cartridge (200 units) of insulin into the pump but noticed that the cartridge appeared to be empty. The patient reported that she was connected at the site and she pressed the cartridge into the pump and realized that she did not rewind the pump. The patient treated with juice and was transported to the emergency room; the patient reported that the lowest her blood glucose went was 5.8 mmol/l. Customer support advised the patient to make sure to disconnect from the pump when doing rewind, load, or prime steps and any time the cartridge or battery caps are adjusted. This report is made based on the allegation that the patient required emergency medical intervention to prevent a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The patient reported that she was connected to the site when she placed the filled cartridge into the pump and she did not remember to rewind the pump. The user guide instructs patients to disconnect from the pump prior to connecting the cartridge and tubing and not to reconnect until after the prime process is completed. Additionally, the user guide instructs the patient to be disconnected from the site whenever performing a rewind, load, or prime steps or whenever the battery or cartridge cap are adjusted. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: there was no data from the time of the event due to continued patient use. A review of the total daily dose history available showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. Before the rewind step the pump displayed the appropriate warning: ¿disconnect infusion set from your body!¿ a 29 hour flow accuracy test was performed and the pump was delivering within specifications. No delivery related defects were found during testing.